Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5150972.

Event description:
It was reported that the patient was not getting an adequate pain relief due to the leads having high impedances. All device components were explanted. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the facility.